Manufacturer narrative:
Approximate age of device - 2 years and 7 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to a hemoglobin level of 6.4 g/dl. Their inr was 2.5. The patient was given 6 units of packed red blood cells. The bleeding resolved and the patient was discharged after 5 days in the hospital. It was reported that the vad parameters remained within normal limits throughout the event and the pump functioned as expected.